Event description:
Pt compared results from another co's strips with this co's strips. Pt's technique was observed by pharmacist. Pt is very meticulous. Discrepancies appear to be too great. Readings are as follows, another co's strips versus this co's: one pm 268/332, 2 pm 267/321, 3 pm 161/206 and 4 pm 167/182. It is not known which results are inaccurate. The reporter is concerned because the discrepancies are so great. (Also see mw1000896.)